Event description:
Consumer called. Meter lcd display shows partial characters. No adverse events reported.

Manufacturer narrative:
Lcd fault. Internal report # (B)(4). Investigation completed on (B)(4) 2014. Returned product shows some lcd characters missing, which may cause incorrect interpretation of meter results. Most likely underlying root cause of malfunction: meter dropped/ impacted/ stressed enough to break lcd.